Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a5 & a6: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the lumiguide was discarded, thus no returned product evaluation was performed. Block h6: aortic dissection is a known risk of complication with use of the lumiguide, covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide was used in a fevar procedure in a moderately calcified and tortuous left renal artery. Multiple stents were placed in conjunction with the fevar graft to provide a good seal zone of the renal artery and aorta. However, when cannulating with the lumiguide, a dissection was noted; therefore, an additional uncovered stent was placed distal to the freshly deployed stents in the renal artery. The case progressed as normal, and final angiogram showed better blood flow from the kidney to the left renal artery. This adverse event is being submitted because the lumiguide was in use when a dissection occurred, requiring additional intervention. There was no alleged malfunction with the lumiguide wire.